Manufacturer narrative:
Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor failed to turn on. After replacement of the capacitor for the motor, the compressor was running as expected and the device was returned back to clinical usage. The faulty capacitor was sent back for further investigation. The returned capacitor was placed in a reference compressor mini. When trying to turn it on, the fuse broke immediately. The fuse was replaced and reference capacitor used. The compressor started again according to specification. If the compressor cannot deliver enough air pressure, the connected ventilator will alarms for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator system, it may lead to stop of ventilation. The root cause for capacitor error has not been established in this investigation.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the compressor did not start up when connected to ac power. There was no patient harm. Manufacturer's ref.#: (B)(4).